Manufacturer narrative:
Initial.

Event description:
It was reported that the user complained of going through an insulin cartridge in two days and used abusive language toward support, with internal review noting elevated blood glucose levels; the medical device problem and device component details were not specified. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding any specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.